Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the probable root cause was determined as database corruption, due to too many studies being stored on the system. Reference# (B)(4).

Event description:
There were two (2) studies where not all images were stored. The first, a transthoracic exam that did not store all the images to the hard drive. 59 of approximately 100 total were stored (around 1:30pm, on (B)(6) 2024). The second, a tee exam was started and stored 5 out of 6 clips (2:00pm on (B)(6) 2024). The clips were no longer storing to the exam and an error message was received "application failed to check in the sr object". The exams were completed using a different system and there was no patient sedation or injuries.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference (b)(40.